Event description:
During PICC line placement, approximately 2cm of the distal tip of the guidewire sheared off inside the right brachial vein. Physicians made several unsuccessful attempts to retrieve the wire fragment. The fragment is not expected to migrate or be problematic for the patient in the future. Patient discharged to nursing home in stable condition.